Event description:
This is a case report received on (B)(6) 2010 by baxter (B)(4) from the (B)(4) regarding an event that occured at (B)(6). It is reported that on (B)(6) 2009, a baxter cryocyte bag cracked during out of storage step. According to the reporter, a placentary blood graft (haematopoietic placentary stream cells) was contained in two cryocyte bags, and at this moment one of the bags cracked up. The reporter stated that the bags were packaged with bubble wrap, which can fragilize the bags. It also stated that there were no issues during the shipment of the bags, the shocks wire was not activated, and the temperature scale didn't reveal any issue. According to the reporter, the graft was performed as expected, but only for half of the graft initially expected (one bag). No clinical consequences reported for the patient. No sample available.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag breakages, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(6), md medical director. As no lot number is available and no sample is available for evaluation, no further investigation is possible.